Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the down pulley wire fluid damage, the right pulley wire fluid damage, the ccd drive pcb fluid damage, the light guide cable coating damage, the bending rubber perforated, the remote control buttons perforated, the light guide cable perforated, the suction channel perforated, the suction channel buckled, the angle wire play, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the air and the water nozzles missing, the nozzle gluing missing, the objective lens scratched, the distal body worn out, the down pulley wire worn out, the right pulley wire worn out, the light guide cable lump/wave, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).